Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion set was fell off during use from (B)(6) 2024 and on (B)(6) 2024. The infusion set was in use for 1-2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.